Event description:
During monthly sq remodulin consult (current dose 80 ng/kg/min) patient reported that she had a pulmonologist appointment on monday and during the appointment her md advised she go to the hospital due to excess fluid. Patient reports that she has been hospitalized since (B)(6) 2022 for fluid retention/unintentional weight gain. Patient current weight 192 lbs. Patient reports that she is to be discharged later today. Patient also reported having 0 mixes of remodulin on hand (patient does have enough med through tomorrow evening). Psr set up same day courier of remodulin. Emailed pt to inform md. Pt also reported that battery cover on ms3 back up pump was warped and she was unable to change the battery/pump was not functioning. Pump at home, could not provide serial number. Cvs sending new pump for tomorrow delivery. Patient confirmed she has one functioning pump at this time. No additional information at this time. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.